Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, wd 440, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and the subject device evaluation result. The detailed result of the routine microbiological testing by the user facility was as follow. The sample collected from all channels of the subject device tested positive for klebsiella pneumoniae (6cfu/100ml). The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".